Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent balloon ruptured after deployment and got stuck in the left main. Patient experienced unstable blood flow and vital signs. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: brand name is correct as multi-link coronary stent system; the 'date received by MFR' date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.

Event description:
Additional information: surgical intervention was performed to remove the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Brand name changed from multi-link coronary stent system to unknown coronary stent system. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part number was not provided. The investigation was unable to determine a conclusive cause for the reported complaint. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.